Event description:
It was reported that the patient experienced inadequate stimulation and burning sensation at the implantable pulse generator (ipg) site. It was also noted the ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.